Event description:
Shunt was implanted in 8, 1996 and explanted in 6, 1997 due to overdrainage. The pt developed headaches which increased in the upright position and dimished when lying down. During a 36 hr pressure recording, pressure showed extremely low values; usually below 0 and un upright position falling to-10cm h20 and below. Physician believed there was siphoning.